Event description:
It was reported via repair work order that the scale was inaccurate due to the foot left load cell and the power inlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.